Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had their ins replaced this year and report it is not working at all. They are still leaking and getting up 4 times during the night to go to the bathroom. They have 4 programs, but none of them work. They contacted their healthcare provider's (hcp) office who confirmed the ins is in the right place. As a result of what was reported, the patient was directed to their hcp's office with the possibility of adding new programs to try. They were also given a listing of hcp's in the area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that the cause and troubleshooting steps of device not working not determined yet with event had not been resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that the cause and troubleshooting steps of device not working not determined yet with event had not been resolved yet.